Event description:
It was reported that the patient's battery charger was caught on fire after first use. A new replacement battery charger was sent to the patient. No reports of patient injury are associated with this event.